Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient removed the pod after experiencing a rise in blood glucose levels to 500 mg/dl and pain at the insertion site from the time of application. Upon removal, the infusion site was found to be swollen, infected with pus, and warm to the touch, indicating a likely localized infection. The patient sought medical attention at (B)(6), where the site was disinfected and dressed with gauze and bandages. They received intravenous antibiotics via infusion. Subsequently, the patient was referred to a (B)(6) (dr. (B)(6) where infected tissue was removed from the affected area. He was prescribed a 10-day course of antibiotics. The total duration of the medical visit was approximately 2 hours.